Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced a transient ischemic attach (tia) in the treated artery 10 days after a pipeline implant. The patient was hospitalized from (B)(6) 2018, at which time the event had resolved. The event was said to have led to neurological deficits, but the symptoms did not last for more than 24 hours. The event was assessed as not related to the disease under study or an underlying condition, and possibly related to the device and procedure. The patient was being treated for a side branch, fusiform aneurysm located in the right middle cerebral artery. The max diameter was 6mm, the dome height was 6mm, the dome width was 4mm, and the neck size was 4mm. Additional information received reported that corelab imaging at the patient's 180-day follow-up visit on (B)(6) 2019 showed that the a1 segment was occluded.